Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative and a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported the patient had current deep brain stimulator (dbs) issues. The patient experienced electrical ¿pulse/shocks¿ and skin discoloration on the right side of the dbs battery. It was not known if any external/patient factors led or contributed to the issue. The device was switched off for a week but the patient was not able to cope without the stimulation and so the device was switched back on. The issue was not resolved at the time of report. The health care professional (hcp) would have more information on 2016-may-27. The patient was extremely concerned about the shocking sensations. It was further reported that the nurse had questioned if there was a fluid short. Between (B)(6) 2015, they had an itchy sensation around the dbs area on their chest. In (B)(6) 2016, the dbs was sending electrical pulses/shocks and they noticed the skin discoloration on the right side of the dbs battery. They booked an appointment with their general practitioner (gp) due to not feeling well and they noticed the skin discoloration. The neurosurgeon examined the patient and sent them for a blood test two times on separate occasions and the results came out clear. On (B)(6) 2016, the neurosurgeon advised the patient to have both devices switched off to see how it goes. The electrical pulses/shocks stopped and the skin discoloration on the dbs area subsided but without the dbs machine on, the patient fell ill and they would lose their balance and experienced muscular pain all over their body. Due to the ¿awful experience¿ the patient decided to have their dbs machine switched back on after a week. They couldn¿t live without their dbs machine but the constant electrical pulses/shocks made them feel ill. They were worried about the skin discoloration at the dbs site (chest). The dbs helped stop the involuntary muscle movements on their neck but the electrical pulses/shocks made them feel unwell. They had good days and more on bad days. The health care professional (hcp) was able to confirm that they saw the patient on (B)(6) 2015 to switch their dbs device back on per the patient¿s request. It was further reported that they didn¿t find the cause of the shocking/skin discoloration and they were never able to demonstrate any infective or inflammatory process. They had never reported falling. It was unknown if impedance testing had been performed. The patient just complained of pain around the site of this battery. The hcp switched off the device when they saw him in (B)(6) of 2016 with a view to remove the device but the hcp turned it back on again so it was ¿clearly helping him¿. The patient was receiving effective therapy. The patient met with their hcp again and they had requested a referral. No surgical intervention occurred and it was unknown if any intervention was planned. The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.